Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively of an open regulated right hemicolectomy where the mechanical anastomosis was performed with a circular stapler and a transabdominal stapler, the patient began with pain on the left side with progressive worsening, then being admitted to the intensive care unit, and was subsequently re-operated after computerized tomography (CT) scan with the following result: possible contained perforation of the colon in the segment proximal to the anastomosis. The dehiscence appeared early, with symptoms beginning only 3 days after surgery. The dehiscence was rounded, with clean edges and without an aspect that might lead to suspect any incompatible problem. The patient¿s hospitalization has been extended.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively of an open regulated right hemicolectomy where the mechanical anastomosis was performed with a circular stapler and a transabdominal stapler, the patient began with pain on the left side with progressive worsening after2 days then being admitted to the intensive care unit (ICU). The patient was subsequently re-operated by ileo-colostomy 3 days later after computerized tomography (CT) scan with the following result: possible contained perforation of the colon in the segment proximal to the anastomosis. Dehiscence where the circular stapler was used appeared early, with symptoms beginning only 3 days after surgery. The dehiscence was rounded, with clean edges and without an aspect that might lead to suspect any incompatible problem. A latero-lateral anastomosis was performed with a manual stapler to resolve the dehiscence. The patient¿s hospitalization has been extended by 1 month and a half and ICU stay for 2 months as post-operative problems such as high blood pressure, dehydration, infection, bleeding, healing problems and hospital germs were noted. Following the re-operation, treatment with antibiotics was done to resolve the issue. The patient was discharged 61 days after the initial procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively of an open regulated right hemicolectomy where the mechanical anastomosis was performed with a circular stapler and a transabdominal stapler, the patient began with pain on the left side with progressive worsening after two days, then being admitted to the intensive care unit (ICU) and was subsequently re-operated by ileo-colostomy after computerized tomography (CT) scan with the following result: possible contained perforation of the colon in the segment proximal to the anastomosis. Dehiscence where the circular stapler was used appeared early, with symptoms beginning only three days after surgery. The dehiscence was rounded, with clean edges and without an aspect that might lead to suspect any incompatible problem. A latero-lateral anastomosis was performed with a manual stapler. The patient¿s hospitalization has been extended by one month and a half and ICU stay for two months as post-operative problems such as high blood pressure, dehydration, infection, bleeding, healing problems and hospital germs were noted. Following the re-operation, treatment with antibiotics was done to resolve the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.